Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set after the cartridge fell out and the user was without insulin for about a day; the user contacted support with a blood glucose of 382 mg/dl and was guided through replacing the cartridge and infusion set, performing a rewind, filling tubing, applying a new infusion set, and resuming insulin therapy. Symptoms included hyperglycemia. Outcomes included successful troubleshooting and education with subsequent confirmation that blood glucose returned to range. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported, with the event attributed to interrupted insulin delivery due to a dislodged cartridge and replacement of the infusion set and cartridge resolving the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with interrupted insulin therapy from an infusion supply issue rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.